Event description:
It was reported that pump screen remained dark and would not turn on, and when display eventually turned on pump button remained extremely difficult to press and often required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case and perform button presses, and after confirming ongoing difficulty technical support arranged replacement pump within warranty, confirmed shipping address, instructed customer to let pump battery deplete before transport, and requested return of problematic pump within 10 days using provided materials.